Event description:
It was reported this access port was placed in march 1999 for chemotherapy administration. An unrelated chest x-ray performed 11 months following placement revealed the catheter had fractured and migrated to the pulmonary artery. Retrieval of the catheter utilizing a snare was successful. The port was also removed at that time. A decision was made not to place another port as the treatment was completed. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the port was received in a clear plastic cup and no other kit components were returned. Red foreign matter was located inside the port septum. The port connector was in the locked position. A small fragment of catheter was caught inside the locking mechanism. The foreign matter was cleaned from the lock and the device could not be unlocked. Follow-up revealed this port was in place for 11 months. Details regarding the number of times this port was accessed could not be determined. However, since this port was in place 11 months, co believes user technique during access and pt anatomy may have contributed to this event. Directions for use outline appropriate placement, access and maintenance procedures.